Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the infusion stopped during a surgical procedure followed by the system shutting down on its own. When the system was rebooted it displayed multiple system messages. Additional information has been requested.

Manufacturer narrative:
Additional information is provided. The customer reported that the system infusion stop working, shut down on its own, and upon boot-up the system displayed several system messages (sm). The company service representative examined the system, but it was not noted if the complaint was confirmed. The company service representative reinstalled the software, cleaned the inside of the host module, and replaced the power supply cable. The system was then tested and met all product specifications. The system was manufactured on january 10, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).